Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's atrial lead impedance post implant was in the 400 ohm range. It was noted around (B)(6) 2018, the impedance had dropped to around the 200 range. In clinic, it was noted that an alert had gone off indicating that the impedance had dropped below 200 ohms. The sensing had also slightly decreased. No noise was noted. It was recommended that the lead be monitored and consider a possible chest x-ray. The patient was stable.

Event description:
New information noted states that the patient did not have a chest x-ray and would continue with routine follow up.